Event description:
It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned to desired target area to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: csc lead, model: 6371, UDI: (B)(4), serial: (B)(4), batch: 8006446. A patient experiencing ineffective stimulation was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.